Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye identified two holes approximately one inch and nine inches in the silicone tubing from the closed twist sleeve. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and a leak was noted due to the hole in the tubing. The reported condition was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a leakage from the t-set tubing of a uv flash transfer set during use, and subsequently the patient was diagnosed with peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.